Event description:
A home patient reported, she had a problem with the connection of an extension set. According to the home patient, it did not fit right. The home patient was unable to provide any more discernable details during the initial call. It is unclear whether the home patient used a patient extension line or drain line extension. The date of occurrence is unknown. No patient injury or medical intervention was reported.